Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient saw a poor communication screen. The patient stated that they haven't had stimulation in 3-4 weeks. The last time the patient charged was 3-4 weeks ago. The patient stated that they just let the ins go. The patient was asked to reposition the antenna and turned the dial through all 4 positions. This resolved the issues and the patient was able to get 6-8 bars. The patient stated that the healthcare provider (hcp) implanted the ins in a difficult area in their back and stated that it is challenging to get connected while recharging. The importance of antenna placement was reviewed. No further complications were reported or anticipated.